Manufacturer narrative:
One 72203854 suturefix ultra anchor suture anchor was used for treatment but was not returned for evaluation. The product was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent rotation of device during anchor seating. Use of other than recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. Unexpected bone density/condition. The primary cutting edges of the drill were not sharp, had dings or burrs. Product stressed from loss of axial alignment. Instruction for use also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a revision right mpfl reconstruction, after 1st anchor was implanted successfully, the 2nd anchor failed. A third anchor was used and implanted in an additional bone hole. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.